Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported a problem with the collimator. No patient injury was reported.